Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s audio had become louder in the past month. The volume would be the same despite the volume level being set on 1 or 5. The customer¿s blood glucose level was 25 mmol/l. During the first self-test the insulin pump alarmed a hardware low level failure. They delivered a manual bolus into the air and it was recorded in the daily history. They ran a self-test for the second time and the insulin pump passed. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures alarm, variable three, was confirmed in the formatted history file due to a cold solder joint or misaligned component found on the ambient light sensor. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the corner of the belt clip rails, fading serial number label, and minor scratched lcd window.